Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was broken and beeping and then open book image on the screen. Customer's blood glucose level was unknown. Customer also stated that the pump error was displayed before the open book image was displayed on the screen and needed to rewind due to pump error but could not get it to clear but, tried to rewind and then would stop and try again. It was also stated that there was no damaged to reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.